Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan sales representative reported an alleged lap-band leak. The problem was first noticed when the "pt was not having restriction". A fluoroscopy exam and a diagnostic laparoscopy were performed and the band was removed. Once explanted, the device was "filled with methene blue dye and a leak was noticed at the joining of the end-plate on the inner shell on the buckle end."